Manufacturer narrative:
A ge oec service representative investigated the issue and found the system was within the federal regulation with max output of 7.97r/min. The system was subsequently adjusted down to comply with the state dose output regulation. System set to 4.98r/min dose output. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had maximum dose output that exceeded the nevada state dose limit regulation (system was within federal limits).